Manufacturer narrative:
The device was evaluated by olympus. The evaluation found that the allegation was confirmed. Additional issues were identified during the device evaluation: due to clogging of the nozzle, water removal ability did not meet the standard value; the angle wires were stretched; due to wear of the angle wire, bending the angle in the up direction did not meet the standard value; the angle wires become stretched due to the wear of the angle wire; the play of the up/down knob was out of the standard value; the distal sheath adhesive was chipped; the distal sheath adhesive had a white-clouded area; the cord was stretched; the adhesives around the objective leans were clouded; the adhesives around the light guide leans were white-clouded; the plastic distal end cover was dented; the connecting tube was discolored, and scratches were found in multiple locations on the device. The investigation is ongoing. A supplemental report will be submitted upon completion of the investigation.

Event description:
The olympus representative reported (on behalf of the customer) that the evis lucera elite gastrointestinal videoscope was experiencing air/water flow issues. No patient injury or procedure impact was reported. During the evaluation of the device, it was noted that the nozzle was clogged with foreign material. The foreign material remained in the nozzle, which was causing insufficient reprocessing. This report is to capture the reportable malfunction of foreign material in the nozzle noted at estimation.

Manufacturer narrative:
This report is being supplemented to provide additional information based on the legal manufacturer's investigation. A review of the device history record found no deviations that could have caused or contributed to the reported issue. Based on the results of the investigation, the root cause of the foreign material could not be determined. No identification of the material could be determined. Olympus will continue to monitor field performance for this device.